Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No unexpected alarm/error noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 190 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.